Event description:
Customer reported receiving a motor error alarm on the insulin pump during normal use. She did not recall any significant event that led to this alarm. She stated that it was not exposed to a strong magnetic field or MRI. Customer was unable to rewind the insulin pump. Customer also reported receiving an alarm for a loose drive support cap. Customer stated that this alarm prevented her from priming the insulin pump. The blood glucose reading was 59 mg/dl and customer treated with juice. She stated that the insulin pump was not dropped or bumped but that the drive support cap was sticking out. She stated that she had not pressed on the cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.